Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: during testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence moisture was found on the keypad flex. Unrelated to the complaint, the battery compartment was cracked. The pump cover was removed and evidence of moisture was found behind the display and on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.